Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced yeast infection by using the purewick female external catheter, so the patient had used it only a few times. It was also stated that the patient was back in the hospital and was no longer using the purewick urine collection system. However, there was no indication that the hospitalization was related to the purewick use. It was unknown what medical intervention was given for yeast infection.

Manufacturer narrative:
The reported event is unconfirmed as the wicks met specifications. 22 female external catheters (wick) in unopened packages were returned. Sample size is 5. No visual defects were noted on all returned wicks. All wicks were inspected and found that all were assembled correctly. The dimensional was taken and observed all lot samples returned is met internal specification. All of the wicks met specifications. The device was returned for evaluation. As the reported event is unconfirmed, a DHR review is not required. Therefore, no further actions are required. As the reported event is unconfirmed, a labeling/packaging review and risk review is not required. Correction: d,h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the patient experienced yeast infection by using the purewick female external catheter, so the patient had used it only a few times. It was also stated that the patient was back in the hospital and was no longer using the purewick urine collection system. However, there was no indication that the hospitalization was related to the purewick use. It was unknown what medical intervention was given for yeast infection.